Event description:
This spontaneous report was received on (B)(4) 2013 from a mother and concerns her daughter (age unspecified) from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Combination packs, vaginally, for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, after removing out the tampon, some part of it was lost inside her. She was not sure if she was able to completely remove the tampon from her vagina. The action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 23-jul-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 22-may-2013 from a mother and concerns her daughter (age unspecified) from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Combination packs, vaginally, for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, after removing out the tampon, some part of it was lost inside her. She was not sure if she was able to completely remove the tampon from her vagina. The action taken with the device was unknown. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on 12-jul-2013. The consumer did not provide a lot number. A sample was not returned. A review of the data associated with the complaint revealed no adverse trends. The analyst reviewed the history of non conformances and ncs were recorded for loose fibers that could potentially lead to the issue reported by the consumer. No changes related to this complaint were made. Based on the investigation results, no assignable cause was identified. However, the defect experienced by the consumer could potentially be induced by some loose fibers. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.